Event description:
It was reported that the patient's seizures have increased in intensity and quantity. The patient requested to see a new vns physician for possible change in settings or device explant. It is unknown whether or not the patient has been seen by one of the referred physician's. The patient indicated that she would get referral to the new physician by her primary care physician. No additional relevant information has been received to date.

Manufacturer narrative:
.